Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) reported a shorted lead when interrogated following an appropriate shock. Additionally, low pacing impedances and an apparent lack of pacing was reported.